Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; d9; g3; h2; h3; h6 and h11. The device was returned to olympus for inspection and the reported failure (broken light post) was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: missing light-guide post. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid scope had broken light post. There were no reports of patient harm.